Event description:
It was reported that bd phaseal¿ infusion adapter c100j spike needle detached from the adapter. This was discovered during use. The following information was provided by the initial reporter: when preparing ifosfamide, the spike needle detached from the adopter.

Manufacturer narrative:
Investigation summary: one sample was returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed. Leakage testing was performed, no disconnection occurred and no leakages were identified. A series of visual inspections and testing is completed during manufacturing, including leakage testing to ensure the quality of the membrane. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Based on the available information and that we could not replicate the reported failure, a root cause related to our manufacturing process cannot be identified at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ infusion adapter c100j spike needle detached from the adapter. This was discovered during use. The following information was provided by the initial reporter: when preparing ifosfamide, the spike needle detached from the adopter.